Event description:
Device 5 of 5: MFR reference report: 1627487-2019-00050, 3006705815-2019-00267, 3006705815-2019-00268, and 1627487-2019-00890. It was reported that the patient has finished the course of antibiotics and that the infection is resolved.

Event description:
Device 5 of 5: MFR reference report: 1627487-2019-00050, 3006705815-2019-00267, 3006705815-2019-00268, and 1627487-2019-00890. It was reported that the patient is being treated for a possible infection. Patient was given pre-emptive antibiotic prescription/infusion.